Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia ablation procedure using a brk transseptal needle, a cardiac tamponade occurred. A transseptal puncture was performed with difficulty and mapping was performed in the left ventricle. Prior to ablation, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. The procedure was stopped and a pericardiocentesis was performed, which stabilized the patient. Successful surgical repair for a perforation located between the superior vena cava and the right atrium was performed. There were no performance issues with any sjm device.